Event description:
Customer stated that there was no air in line in the administration sets and the pump was alarming air in line. Customer would have to try a new administration set and the pump would work. Customer also states that no pt involved and no administration set to send in.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. DHR review found zero defect in manufacturing.